Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was shutting off. Analysis noted that one side bail cover was broken. The main printed circuit board (pcb) was replaced as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would shut off. The programmer was returned for service. There was no patient involvement.